Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown tibial tray, catalog #: unk, lot #: unk. It is unknown if the product will be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06414, 0001822565-2018-06415. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent initial knee arthroplasty. Subsequently, patient is experiencing loosening causing pain.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.